Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there were several empty shots with 20 seed cartridges. Each time the cartridge was removed and inserted into the loader carriage the plunger was not going down. Per additional information from the ibc via email 23jan2020, it was unknown if the procedure was delayed or canceled due to the event described. No additional medication or sedative was used on the patient.

Event description:
It was reported that there were several empty shots with 20 seed cartridges. Each time the cartridge was removed and inserted into the loader carriage the plunger was not going down. Per additional information from the ibc via email 23jan2020, it was unknown if the procedure was delayed or canceled due to the event described. No additional medication or sedative was used on the patient.

Manufacturer narrative:
The reported event was confirmed as supplier related as the reported condition was able to be duplicated with the returned sample. The product code reported for this allegation is not designated with a lot number; therefore, a device history record review could not be performed. The instructions for use were found adequate and state the following: "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." Additionally, there is a troubleshooting section which instructs on conditions where "pushing the dispense button does not eject any items or produces a partial dispense." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.